Event description:
Healthcare professional reported, unknown side "suspected rupture of tissue expander". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: an opening on anterior. Leak test and microscopic analysis was performed which identified: a striated opening on anterior. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage.

Event description:
Healthcare professional reported unknown side "suspected rupture of tissue expander." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "suspected rupture of tissue expander."

Event description:
Healthcare professional reported unknown side "suspected rupture of tissue expander." Device has been explanted.